Event description:
Was mixing an aztreonam dose that was not yet reconstituted and when I broke the seal to the vial and squeezed the mixing solution in with the med powder, the bottom of the vial shattered, and the medication was lost.